Manufacturer narrative:
As reported, it is alleged that the patient experienced slight redness and edema post mesh implant. Multiple attempts have been made to obtain additional information. However, based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If/when additional information is provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that post implant of the 3dmax mesh, the patient experienced slight redness and edema due to fluid accumulation in the body.